Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used for treatment in a 99% stenosed, subtotal occlusion mid right coronary artery (rca). The oad was spun for one treatment at low speed and a perforation was observed. Angioplasty and tamponade were performed to treat the perforation and complete the procedure. The patient was stable in intensive care unit (ICU) overnight and then discharged the following day.